Event description:
The patient was diagnosed with degenerative disc disease and underwent a total disc replacement with prodisc-l at l5-s1 on (B)(6) 2013. During a routine follow-up x-ray, the surgeon discovered the inferior plate was too far back into the spinal canal. On (B)(6) 2013, the surgeon explanted the whole construct, cleaned the two end plates and re-implanted them. The 10 mm poly was replaced with a 12 mm poly. The surgeon felt that the 12 mm poly would be a better fit. This is 1 of 3 reports for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. Placeholder.